Event description:
The complainant reported that during the therapeutic implant of a vaxcel pasv PICC in a patient (age and gender unknown), the clinicians attempted to go through the IV with the guidewire to place the PICC line, but the end of the wire curled. The clinicians then removed the wire and the IV, and continued the procedure with the introducer. They went through the introducer with the guidewire, but when they got the wire in the vessel the wire came apart in the location where the floppy portion meets the stiffer portion of the wire. The clinician then successfully employed a snare to remove the piece of the wire that had become detached. Another device was implanted in the patient without further problem. The complainant indicated that other than the fractured piece having to be removed from the patient there were no additional patient complications as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause of this event. Our directions for use outline appropriate placement, access and maintenance procedures.